Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient was treated with antibiotics (type and date not reported).